Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient¿s ipg was approaching end of life. The patient didn't experience a loss of therapy. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Effective therapy was restored.